Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is expected for return evaluation however, pending receipt. Images have been received and are pending investigation review and completion; therefore, the alleged product issue cannot be confirmed at this time. Following the investigation completion, a supplemental report will be provided.

Event description:
It was reported that under local anesthesia, a puncture of the anterior wall of the right femoral artery was performed and catheterized using a seldinger introducer sheath, 8f. Catheters were inserted through the introducer into the aorta and its arch, as well as the brachiocephalic arteries. Studies were performed. Right ica occlusion in the c7 segment mtici-o. A decision was made to perform the procedure of thromboaspiration and thromboextraction from the ica and mca on the right. A jr 8f guide catheter was inserted into the right common carotid artery. A sofia 6f aspiration catheter, a captor 6x30 mm, and a captor 4x40 mm stent retriever were inserted into the lesion using asahi sion blue microguidewires and a supselek 0.027 microcatheter. Thromboaspiration/ thromboextraction were performed. Thrombolytic masses were recovered. Control angiography revealed restored blood flow through the mca branches, aol-3, and perfusion-mtici-2c. Also, in the projection a3 of the aca segment, a 1.0 cm oblong shadow is visualized that does not block the distal blood flow of the artery. Additional information received indicated: "as we know for now, there is no plan to remove the 1.0cm oblong shadow". "As we know, something like the metallic parts were defined on the MRI of the patient".